Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and verified the source of the leak as the multi-tube carousel loader (mcl) sample head. The fse noted that the sample head was leaking sheath fluid during a cleaning cycle. This was due to the lack of vacuum at the sample head. The fse traced the source of the problem to a clogged fitting connector in the lower pneumatics drawer. The fse replaced the connector making the unit operational. (B)(4).

Event description:
The customer reported a leak when using the cytomics fc500 flow cytometer system. The instrument was leaking at the multi-tube carousel loader (mcl). The customer also noted that the samples were not running properly and the customer aborted the run without generating any results. The customer opened the mcl and noted the carousel tubes were flooded with what appeared to be isoflow. The leak was about 5ml in volume and was uncontained in the instrument. The customer noted a lack of vacuum pressure in the system. No error messages were generated. The operator was wearing lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.